Event description:
It was reported that patient presented in clinic for follow-up post implant. Upon evaluation, it was found that patient's left ventricular (lv) lead exhibited diaphragmatic stimulation. Patient experienced discomfort. The lead was explanted and replaced. The patient was stable.